Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the usb connections were loose on the keyboard. The field service engineer power down the station and accessed the e compartment. He then disconnected the keyboard from the usb port, inspected the port on the docking board, and secured the usb connection on the keyboard to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, numeric keypad was not working properly. The customer reported that the issue arose during the process of dispensing medication to the patient which leading to a delay of couple of hours. Customer obtained required medication from pharmacy. There were no adverse events or injuries reported based on this incident.